Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old male on an impella for support during a high-risk cardiac procedure. Twice during the case, the placement signal disappeared and a yellow alarm stating "controller error" popped up on the controller (aic). It said to switch out controller, however the motor current and flows were normal. Both times the aic corrected itself and the placement signal started working again and the "controller error" alarm resolved. The case was finished without any other issues and weaned and removed at the end of the case.

Manufacturer narrative:
D6a and d6 b should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected: d1, h3. The cause of the controller error alarm (and disappearance of placement signal) on (B)(6) was a communication anomaly between the optical pressure measuring unit and the main computer.